Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced high blood glucose levels between the 300 to 400 mg/dl range. The customer stated that bolus attempts did not lower them. The blood glucose reading was 276 mg/dl. The customer reported that the whole end of the insulin pump where the circle was was falling apart. She noted that she was pressing rewind and the circle came off. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Insulin pump received with broken off end cap, minor scratches on lcd window, cracked reservoir tube lip, cracked belt clip slot and cracked battery tube threads. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test due to broken off end cap.